Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl. Reportedly, the customer was experiencing difficulty with the continuous glucose monitoring system, and the customer did not pay attention when blood sugar began to decrease. A sports drink was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.